Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
Reference MDR #3006425876-2010-00074 for the first event and MDR #3006425876-2010-00075 for the second event involving the same patient. It was reported that the insertion of the needle, spring wire guide (swg) and catheter were all noted as "good" and without event. However, during the third attempt, there was difficulty with the removal of the swg; it "frayed" out of the guide. There was a 10 minute delay in therapy. As a result, a 4th attempt was made using a 5-lumen catheter which was successfully placed in the patient. The outcome of the patient is noted as "death, not because of our product reference."